Event description:
It was reported that the device had triggered the elective replacement indicator (eri). During the explant procedure, the device header broke into two pieces. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Event summary: the device was returned, analyzed and met expectations. Performance data was collected from the device and analyzed. Time of eri in save to disk on (B)(6) 2012 device eri<(><<)>=2.55 volt. Weekly battery voltage trend data shows min b(v)=2.57 to 2.55 volts between (B)(6) 2012. One-low bv alert on (B)(6) 2012. (B)(4).